Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and a half moon replacement was performed. The door winch cable tension adjustment was performed. They performed an invalidate home calibration. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door could not open during installation. The screw slide door cable was broken and the lexan damaged. No patient was present at the time of the event.

Manufacturer narrative:
The door winch was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the part was returned unused. If information is provided in the future, a supplemental report will be issued.